Event description:
On (B)(6) 2023, the complainant contacted leica biosystems and the following information was documented: "the tissue appears under processed, so the customer place [sic] the tissue thru the cleaning cycle and re-ran". The following further information provided by the complainant was also documented: the affected patient tissue samples were derived from one (1) "4 hour" tissue processing run comprising 256 cassettes executed in an "unknown" retort with the start/end time and date of "(B)(6) 2023 7pm"; the tissue type(s) of affected patient tissue samples were "uterus, placenta, med-large tissue"; the affected patient tissue samples were re-processed using the "cleaning cycle" and the artefact identified in the affected patient tissue artefact was described as "dry and brittle". The size(s) of the affected patient tissue samples was not provided. On (B)(6) 2023, the assigned leica sr. Field application specialist, core histology (fas) visited the customer site and documented that the affected patient tissue samples were derived from the "factory 8 hr large" protocol executed in retort a as follows: (B)(6)2023 - started: 16:04 ended: (B)(6) 2023 0:03 retort b 151 cassettes" and the "factory 4 hr medium" protocol executed in retort b as follows: "(B)(6) 2023 - started: 17:07 ended: (B)(6)2023 21:05 retort a 105 cassettes". Re-processing of the affected patient tissue samples was performed using the "cleaning cycle and placed 151 cassettes in edited factory 8 hr large protocol starting in 80/20". On (B)(6) 2023, leica biosystems melbourne received the following information from a leica sr. Field application specialist, core histology: "undiagnosable (exact number unknown). Multiple attempts made for additional information. Customer non responsive.". On (B)(6) 2023, the leica manager, complaint handling and cdt&r provided the following information clarifying the date on which leica biosystems was made aware of the patient outcome: "[leica sr. Field application specialist, core histology] and I spoke on the phone and he confirmed the customer mentioned undiagnosable tissue to him specifically when he went on-site on (B)(6) 2023." As at (B)(6) 2023, neither an identifier, age or date of birth and gender for the patient case(s) with "undiagnosable (exact number unknown)" nor information as to the impact on a patient(s) has been provided to leica biosystems despite a demonstrable reasonable attempt to obtain this information. The local leica sr. Field application specialist, core histology requested this information from the complainant on (B)(6) 2023 by telephone, (B)(6) 2023 during an onsite visit and (B)(6) 2023 by email.

Manufacturer narrative:
Manufacturer evaluation of the information available showed that the instrument functioned as designed during the execution of the "factory 8 hr large 4mm" protocol comprising 151 cassettes, which started in retort b at 16:04pm on (B)(6) 2023 and completed successfully at 00:03am on (B)(6) 2023, the "factory 4 hr medium 3mm" protocol comprising 105 cassettes, which started in retort a at 17:07pm on (B)(6) 2023 and completed successfully at 21:05pm on (B)(6) 2023 and the single instance edited "factory 8 hr large 4mm" protocol comprising 151 cassettes, which started in retort b at 01:04am on (B)(6) 2023 at step 5 of 11 protocol steps, which was the final 80/20 ethanol/ipa step, and completed successfully at 07:07am on (B)(6) 2023. The information available indicates that the patient tissue samples in 256 cassettes from the "factory 8 hr large 4mm" protocol started in retort b at 16:04pm on (B)(6) 2023 and the "factory 4 hr medium 3mm" protocol started in retort a at 17:07pm on (B)(6) 2023 exhibited sub-optimal processing, as reported by the complainant. The root cause for the "under processed' patient tissue samples initially reported by the complainant from the tissue processing runs detailed above could not be determined from the information available. The information available indicates that the affected patient tissue samples were re-processed by using the "cleaning cycle and placed 151 cassettes in edited factory 8 hr large protocol starting in 80/20". Evaluation of the instrument logs showed that the retort cleaning cycles executed after completion of the affected runs detailed above included the dry step, which had a duration of 12 minutes at a retort temperature of 80°c. This is a use error based on the information detailed in section 3.2 of the leica peloris/peloris ii user manual contains the following specific warnings: "load and run cleaning protocols like other protocols, but never put tissue in the retort - the dry step will damage it. This means cleaning protocols should never be used for reprocessing runs - use a reprocessing protocol instead." And "remove all tissue from the retort before running a cleaning protocol as the dry step will damage the tissue." And "do not use cleaning protocols for reprocessing as the dry step will damage the tissue." . Exposure of the patient tissue samples exhibiting sub-optimal processing to a retort cleaning cycle(s) including the dry step would have damaged these patient tissue samples, and subsequent reprocessing of the cassettes using a single instance edited "factory 8 hr large 4mm" protocol configured to start at step 5 of 11 protocol steps, which was the final 80/20 ethanol/ipa step of 11 protocol steps and represents approximately 63% of the complete "factory 8 hr large 4mm" protocol, would likely have further exacerbated the damage to the patient tissue samples. Manufacturer evaluation of the instrument service record showed that a leica biosystems field service engineer did not visit the customer site in association with this complaint.